Event description:
The patient reported that two of the v-go 20 devices came off. Patient stated that the first one came off about 3 - 4 hours after application and the second one about 8 hours later. The patient stated that she does not prepare the application site with an alcohol prep prior to applying the v-go device but will do so moving forward. The v-go devices were discarded.